Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dd-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that treating neurologist believed that the high lead impedance test result indicated that the generator had reached end of service and the patient was subsequently scheduled for generator replacement surgery. During generator replacement surgery, intraoperative device diagnostic testing after replacement generator was connected to original lead also resulted in high lead impedance reading. Upon further exploration, implanting surgeon noticed fluid in the lead, indicating that the lead insulation was compromised. The lead was also replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported lead failure.